Manufacturer narrative:
A case of inoperable implant due to not charging the device was reported to abbott. The patient underwent ipg replacement and relocation on (B)(6) 2023. No complications during procedure. Therapy restored. No product to be returned due to facility policy. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04773. It was reported that the patient had not charged their ipg in over a year. The patient's ipg was no longer operable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.